Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device. The patient has allegedly passed away due to respiratory failure. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.